Event description:
It was reported that "insert was impacted with impactor and it was noticed that on side, the posterior medial side was elevated, not seating all the way. Tried to impact that side, but could not. Removed the insert and tried another of the same size and that seated properly."

Manufacturer narrative:
DHR and complaint history review. An evaluation of the device cannot be performed as the device was not returned to the MFR as it was discarded by the hospital. The device mfg history record indicates no reported discrepancies that were related to this event. A review of the product experience reporting database indicates that there have been other reported events for this family of x3 tibial inserts where there were difficulties with seating the insert in the baseplate. The root causes of the relevant events were determined to be user related. No trends have been noted for the triathlon ps x3 inserts manufactured by mahwah. If device or additional info becomes available, the evaluation summary will be submitted in a supplemental report.